Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure completed successfully; patient status listed as stable. Concomitant devices: 6.5mm compression screw (part# unknown, lot# unknown, qty 1).

Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Date of device breakage and non-union is not known. This report is for two (2) unknown 4.5/6.5 mm headless compression screws/unknown lot. Partial part number 02.227.0xx,lot numbers are unknown; UDI number is unknown. Date of implant reported as 4 to 6 months prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery of an ankle occurred on (B)(6) 2017 due to patient reports of pain, two broken screws, and a subtalar bone non-union. The patient reported pain during a post-operative visit on an unknown date in (B)(6). A computer tomography (CT) scan was performed in november and all hardware was reported in tact at the time of the scan. The surgeon planned a revision to add bone grafting material to ease the patients pain. Prior to the surgery pre-operative revision x-rays were taken and it was noted that two screws appeared to be broken. During the revision surgery, two out of three 6.5 mm headless compression screws were broken mid shaft. The third screw remained intact. An extra incision was needed to remove the broken screw fragments. During the removal of the screws a 4.0 mm hex screwdriver tip broke off in the screw being removed. All screw and screwdriver fragments were removed successfully and nothing remained behind in the patient. A 1-1 ½ hour delay was required to remove the broken screws and re-orient the bone with the non-union. The patient was revised with bone grafting material and new screws. The intraoperative event with the screwdriver is addressed in (B)(4). This report addresses the revision procedure. This is report 1 of 1 for (B)(4).